Manufacturer narrative:
Visual inspection of the lead found the ring electrode being completely covered in calcification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported events was isolated to the ring electrode being completely covered in calcification.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited out of range impedance and high capture threshold. The right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable post procedure.